Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following an unremarkable implant, this subcutaneous implantable cardioverter defibrillator (s-ICD) failed to sense the induced ventricular fibrillation rate during post implant optimization. Noise markers noted and after approximately ten seconds, the physician elected to give an external defibrillation to convert back to a sinus rate. A second induction was attempted but generated the same results. The patient was not under general anesthesia and was reportedly moving a lot during the attempted inductions. The device was left on and the patient instructed to return in six weeks for another induction test but this time to be put under general anesthesia. No resulting adverse patient effects during the attempted inductions and sensing was confirmed appropriate in the primary x2 vector. The patient returned for follow-up and induction/defibrillation testing repeated once again with the patient immobile under general anesthesia. The field representative reported successful sensing and shock delivery with a time to therapy of 18 seconds; no noise markers and normal impedance measurements generated. To date this system remains implanted and in service.